Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure and an obturator sling procedure in 2009. Five months later, the patient presented with a grade three uterine/vaginal prolapse. Two months later, the patient underwent a vaginal hysterectomy, uterosacral vault suspension, and posterior colporrhaphy with no mesh. Currently, the patient is stable with no recurrence. The surgeon opines that the contributing factors to the event were the patient's weak tissue cervical elongation and slightly high body mass index.

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Uterine/vaginal prolapse occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.